Event description:
The main body graft and both iliac leg grafts were deployed without incident. While in the process of molding the graft, the balloon was inflated at the aortic neck and renal arteries for approx 15-20 seconds. The balloon was then deflated. When the device was placed into position at the ipsilateral iliac leg junction with the main body graft, the pt became asystolic. CPR was performed and the pt was resuscitated. An angiogram was then performed in order to determine if the aorta had been ruptured. No damage to the aorta was observed. The procedure was then resumed with the ballooning of the overlap junctions at all points. The physician then concluded the procedure with the intent to follow-up with a CT in a few days. In april 2004 the cat scan performed did not disclose any endoleak presence. In addition, the duplex study (ultrasound) performed in april 2004 showed no apparent endoleaks.